Event description:
A female pt had a aaa repair using a cook zenith graft and limbs on (B)(6) 2008. Correct stent overlap on contralateral side. Discovered to have a dislocation of the contralateral limb in (B)(6) 2012. Repaired with a bridging limb on (B)(6) 2012. No additional info has been provided by the reporter. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Lot and expiration - unk as not provided by reporter. (B)(4). Event eval: still under investigation.